Event description:
It was reported that the liner would not seat properly during a total hip replacement surgery. During surgery, there was a mismatch between the liner and corresponding cup. It was reported that there was a twenty-minute delay in surgery. The liner could not be implanted and was replaced with a corresponding ceramic liner for normal implantation. Surgical technique was utilized. There was no adverse patient impact. No additional information available.

Manufacturer narrative:
(B)(4). G2: foreign: country: china. D10: cat# 010000661 lot# unknown g7 pps ltd acet shell 48c. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and evaluated. The lot etching on the returned liner was verified to match the complaint. Visual inspection found tool marks imprinted into the sidewall. A scratch was also observed through the sidewall and barb. The barb exhibited a gouge running along the circumference. Scratching and a distinct circular indentation were present in the outer radius. A review of the device history records identified no related deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The reported issue was not confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.